Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the power input and fuse holder were broken and it had been manipulated, mechanical problem detected, monitoring of the 2 internal turrets in poor condition, a worn connection socket deformed rear panel and the xenon lamp had 500 hours of use. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the visera pro xenon light source does not turn on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the device not turning on and the power input and fuse holder being broken could not be identified. However, it¿s likely the cause is related to a worn-out power connector and fuse holder due to the use and handling of the device over a long period of time. Olympus will continue to monitor field performance for this device.